Event description:
Received medwatch report# (B)(4). It was reported that a revision surgery was performed. Fluoroscopic view identified fragments of cortical screw inside the patient's ankle, the surgeon was able to remove them.

Manufacturer narrative:
.